Event description:
Per independent repair center statement the units alarm would not function. The key failure was the power switch for the control panel had no alarms. Additional malfunctions include the hour meter for the control panel was not working.